Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 on auxiliary pockets c1, c3, and d1 had failed. A field service engineer (fse) powered down the station, reset all connections from the controller board to trays and pockets within drawer six, and reset connections on 5.2 due to a retractor band cable issue. The fse replaced the latch assembly on drawer six as the magnet was falling out. After reassembling all components, the fse powered on the station and had the customer test the user application. The station performed without any issues or malfunctions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 was not detected on the bus. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from pharmacy. There were no adverse events or injuries reported based on this event.